Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for unknown indications for use. It was reported that the personal therapy manager (ptm) had not been working correctly since (B)(6) 2022. They tried replacing batteries but now had the screen "system set up." Reviewed this would need to be replaced by repair - sent email to repair to resolve. The patient later called back on (B)(6) 2022 stating that because they did not have their ptm, they had been in the hospital since monday night due to a return of symptoms. They stated 'if it gets really bad, I get combative with restless leg.' They later called back stating that they had not put new batteries into their new ptm. Agent assisted patient in coupling their ptm to their pump successfully after they put new batteries in. They mentioned that their toxicology testing did not come up that they were taking dilaudid (that's in their pump) due to being such a low dose of dilaudid in their pump.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported the patient had not been seen since (B)(6) 2022. No messages in the system about these issues. The actions and interventions taken to resolve the return of symptoms was patient has pump replacement surgery on (B)(6) 2022. In regards to if the return of symptoms were resolved, per the healthcare provider would resolve at pump replacement appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she had been shocked in her hotel room. Her blood pressure went way up, she had numbness, and went to the ER (emergency room). She stated that she was okay now, but it was after that the ptm (personal therapy manager) started giving her the error message. She then stated that everything was fine with the ptm, but ¿I think something is wrong with the pump itself¿. She stated that following the shock in the hotel room, her restless leg syndrome had gotten really bad, and she had the pump for the restless leg syndrome. She stated that while she was ¿out¿ in the ER, the pump was checked and she was told that the pump was fine, but she didn¿t really think the pump was fine due to her symptoms. She stated that she had done a google search and found that the pump could become damaged if the patient was shocked. The patient was redirected to her hcp (healthcare provider) for her medical concerns.